Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('mine found perforated from the right cornua of the uterus) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), liver disorder ("liver problem") and abdominal adhesions ("mine found perforated from the right cornua of the uterus and adherent to the fat of the colon"). At the time of the report, the uterine perforation, liver disorder and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, liver disorder and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation, liver disorder,and intestinal adhesion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. The case was upgraded from other event to incident. Event ¿mine found perforated from the right cornua of the uterus and adherent to the fat of the colon" was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('mine found perforated from the right coruna of the utreus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hepatic steatosis ("liver problem/ fatty liver") and abdominal adhesions ("mine found perforated from the right coruna of the utreus and adherent to the fat of the colon"). The patient was treated with surgery (hysto,oophorectomy). Essure was removed. At the time of the report, the uterine perforation, hepatic steatosis and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, hepatic steatosis and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Previously added event liver problem was updated to fatty liver. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.